Event description:
On 09-aug-2025, the user reported being unable to unlock the ilet device. The issue persisted despite multiple attempts and checking for firmware updates. During troubleshooting, the user noted a possible crack on the screen. A replacement device was arranged. Blood glucose was not affected, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.